Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a prime/fill anomaly. The customer was unable to complete the rewind process. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the reported event. The customer reported being unable to exit the load reservoir process. The customer stated that the insulin continues to drip after the motor stops during the fill-tubing process. Attempted to complete again but pump could not complete the load reservoir process. Batteries were replaced and the pump was re-started. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Pump passed the self test, however, failed rewind due to constant pump error 38 alarms. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump¿s history and trace files downloaded successfully using thump software. Pump error 38 confirmed in the pump history/trace files on (B)(6) 2024 at 13:35:06.000. Pump was cut open to perform visual inspection and found corrosion damage on the motor and pcba 1. The motor was tested outside of the device on the ngp stb3 and received pump error 38 at rewind. The test sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and corroded home switch. Alleged rewind anomaly confirmed due to pump error 38 alarms. Pump error 38 confirmed during failed rewind and in the pump history/trace files due to corroded motor home switch. Unable to verify prime/fill anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.